Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer's blood glucose. After receiving instructions from customer technical support, a complete pump reset was performed with step-by-step guidance provided over the phone. Following the reset procedure, the cgm error code was resolved, and the caller was able to successfully start their sensor session.